Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced flashing red lights in their right eye. In the morning the patient noted loss of peripheral vision in right eye. A head computerized tomography confirmed an acute versus subacute ischemic stroke in left occipital lobe without hemorrhage. International normalized ratios (inr) were reviewed and recorded as 2.4-3.7. Patient was also on aspirin. Patient was seen in clinic on (B)(6) 2022 with a mean arterial pressure of 94. Interrogation showed power elevations from usual range 7-8, up to 9 around (B)(6) 2022 with associated increase in flow. This event had since resolved and site assumed it was an embolic event. Plan was to maintain inr 2.5-3.5 and change aspirin to ticagrelor and to optimize the blood pressure lisinopril was increased to 40 milligrams daily.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombosis, peripheral thromboembolic events, and stroke as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section 1 of this IFU. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.